Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the data monitor is completely black, and the system will not start. Upon troubleshooting, philips field service engineer (fse) visited onsite and found host pc bios battery had deteriorated, causing it to not start up properly. Fse replaced host pc. After the replacement of host pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup as the data and all the other monitors stayed black. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.